Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was measured by hospital staff to be in range for a 26mm valve. A pre-dilation was performed using an 18mm vacs2 balloon. Positioning of the valve was difficult. After four recaptures, a good position at 3mm was found. The valve was released, and angiogram showed moderate aortic insufficiency. A post-dilation was performed using a 22mm vacs2 balloon. When the balloon was fully inflated, the valve slowly moved out of the annulus. The patient's measurements were reviewed and the patient was borderline to a 29mm valve. A larger valve was therefore implanted. The procedure was prolonged as a result of the issue. No additional adverse patient effects were reported. Additional information was received that the patient anatomy contributed to the dislodgement due to having a larger annulus than measured by hospital staff. The deployment starting point was at the bottom of the pigtail catheter. The direction of the dislodgement was aortic. Prior to dislodgement, the implant depth of the valve was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). After dislodgement, the valve was free in the aorta. A non-medtronic (innovi) guidewire was used for the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the moderate aortic insufficiency was paravalvular leak (pvl).

Manufacturer narrative:
Updated data: h6 conclusion: review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No images of the implantation procedure or implanted valve were available for medtronic review and the valve remained implanted, so no product analysis could be performed. It was reported that during a post-balloon dilatation, the valve slowly moved out of the annulus. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. Dislodge events are typically not related to a device malfunction. The post-balloon dilatation is a likely contributing factor. In this case, it was reported that the patient was borderline to a 29mm valve, which was later successfully implanted. Therefore, this is the most likely root cause of the dislodgement. Adequate sizing of the patient annulus is dependent on procedural (imaging, etc.), anatomical variation, and technical factors. The device instructions for use (IFU) provides instructions and dimensions for proper sizing of the annulus for an optimal valve fit. Moderate paravalvular leak (pvl) was noted after the dislodgement of the first valve. Pvl is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, the pvl was the result of the initial dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012289391); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012253673); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was measured by hospital staff to be in range for a 26mm valve. A pre-dilation was performed using an 18mm vacs2 balloon. Positioning of the valve was difficult. After four recaptures, a good position at 3mm was found. The valve was released, and angiogram showed moderate aortic insufficiency. A post-dilation was performed using a 22mm vacs2 balloon. When the balloon was fully inflated, the valve slowly moved out of the annulus. The patient's measurements were reviewed and the patient was borderline to a 29mm valve. A larger valve was therefore implanted. The procedure was prolonged as a result of the issue. No additional adverse patient effects were reported.